Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on february 21, 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6). The patient had scheduled retrieval procedures on or about (B)(6) 2017 and (B)(6) 2017 by dr. (B)(6) and dr. (B)(6) at (B)(6); the filter was retrieved. The complaint alleges embedment and perforation and multiple retrieval surgeries. The complaint specifically alleges ¿a failed ivc filter removal surgery causing anxiety, pain, suffering, mental anguish and loss of enjoyment of life and resulting in a second surgery to remove the ivc filter.¿ argon¿s attorneys are attempting to gather additional information.